Event description:
It was reported that the left ventricular (lv) lead was failing to capture within nine months of implant and upon chest xray it was noted to be dislodged. An epicardial lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was failing to capture and had high thresholds within nine months of implant and upon chest xray it was noted to be dislodged. It was also reported that during the lv lead replacement procedure, an lv lead was attempted and not placed due to patient anatomy. An epicardial lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
(Date of event = (B)(6) 2014), (initial aware date = 2015-12-03). If information is provided in the future, a supplemental report will be issued.